Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer shows all pockets when user wants to only remove 1 fentanyl, hydromorphone, midazolam. A field service engineer (fse) discovered that the mini engines were not stopping at the intended pocket but instead extended fully to the end of the mini drawer. The station was powered off, and the mini engine controller board was replaced. After the hardware replacement, the drawer was configured using the hardware test application. The station was then rebooted, the application relaunched, and the drawer reconfigured within the software. The customer tested the hardware and confirmed it was functioning correctly. The pyxibus cable was reseated, and both the bio-ID and scanners were tested successfully, completing the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the dispense drawer displayed all pockets when the user attempted to remove only one medication, such as fentanyl, hydromorphone, or midazolam. The system entered a failure and was recovered, and the issue occurred multiple times. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.